Event description:
Additional information received reported that the damage/leak was noticed when removed from the packaging. No cause determined. Product was damaged out of the package before anything was done to it. There was no damage or evidence of tampering to device packaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the apollo catheter had a hole and was leaking. The patient was undergoing treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was normal. The access vessel was the internal carotid artery, with a diameter of 4 mm. It was reported that while preparing the catheter, the physician noticed a hole and a leak in the middle section of the catheter. The product was never put in the patient. The catheter was inspected or tested prior to use. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: equipment used: vis (m-78210), 203 cm ruler (m-83361). As found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open apollo inner pouch (b728329). Visual inspection/damage location details: no damage was found with the apollo catheter hub. No bends or kinks were found with the apollo catheter body. However, the apollo catheter body was found ruptured at 19.5 cm from the catheter distal tip. The characteristic of the catheter rupture is consistent with over-pressurization. The apollo catheter distal tip was found intact and in good condition. Testing/analysis: an in-house mandrel was inserted into the apollo catheter distal tip and through the ruptured location. No occlusions were observed distal to the catheter rupture location. Conclusion: based on the device analysis and reported information, the customer's "catheter leak" report was confirmed as the returned apollo catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. The apollo catheter can become ruptured when the distal portion of the catheter is kinked, prolapsed, or occluded or injection against resistance causing over-pressurization. However, the cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.